Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided. Records indicate this lead remained implanted in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this implantable defibrillation lead exhibited a gradual increase in shock impedance measurements including one out of range measurement. No adverse patient effects were reported. Additional information was received indicating the patient had expired. A ventricular fibrillation (vf) episode was stored on that date and therapy was exhausted. It was noted that the lead was previously tested in clinic with commanded shocks which had yielded acceptable measurements. Review of the vf episode found the shock impedance measurements on the first two shocks were greater than 125 ohms. The shock impedance measurements for the middle five shocks were within range however were unable to convert the vf. On the final shock the polarity was reversed and shock impedance was noted to be greater than 145 ohms.

Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited a gradual increase in shock impedance measurements including one out of range measurement. No adverse patient effects were reported.